Manufacturer narrative:
(B)(4) the reported event could not be confirmed. The customer returned one (B)(4) syringe which appeared typical. The needle involved was not returned. The luer taper at the tip of the syringe passed a gage test. The syringe was subjected to a vacuum leak test and passed. A review of the device history record was performed with no relevant findings. Since the raulerson syringe must be used with an introducer needle which was not returned, the probable cause of this issue cannot be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in general medicine, the raulerson syringe was found leaking. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.